Event description:
Same as MFR report #: 6000089-2005-01392. During a coronary artery stenting treatment procedure stent damage occurred. The target vessel was located in the moderately tortuous, moderately calcified, 70% stenosed bifurcation between the left circumflex artery and the obtuse marginal branch (cx/om), the vessel diameters are 2.75 mm and 3.00 mm. The lesion was predilated with an unknown balloon. The 2.75 x 20 mm and the 3.00 x 28mm taxus express2 drug eluting stents were advanced to the lesion simultaneously but were unable to cross lesion. Upon removal of the taxus stents strut damage was seen. The procedure was successfully completed with another 2.75 x 20mm and 3.00 x 28mm taxus stents. No patient complications were reported. The patient status is reported as 'satisfactory/good.'